Manufacturer narrative:
H3: product analysis observed that the device was returned in a large plastic sleeve (non-original packaging). Upon receipt, a white gauze wrapped around the tube was observed to be contaminated. The pilot balloon was also contaminated, and the harness had been cut off. A syringe was used to inject 15 cc of air into the cuff; the cuff was observed to slowly deflate. Further inspection identified a small puncture near the proximal end of the cuff. The device failed leak test due to a defective condition upon return and the inability to inflate. H6: codes b01 and c0706 has been updated. The previously updated codes b17 and c20 were no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to procedure the emg tube used for the first time and identified the cuff was leaking. The 10 ml syringe was used to inflate the endotracheal tube cuff and 5 ml of air was administered to inflate the cuff. The leak evident when trying to inflate the cuff to establish the airway and issue was identified before intubation. The procedure was completed with the new emg tube. There was no patient involved.